Event description:
It was reported that during an angioplasty procedure for stenosis in the right arm fistula, the balloon was opened and used in the patient. It was further reported that after the balloon was removed from the patient it was noticed that the balloon had expired by twelve days. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiry date: 08/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure for stenosis in the right arm fistula, the drug-coated balloon was opened and used in the patient. It was further reported that after the balloon was removed from the patient, it was noticed that the balloon had expired by twelve days. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. However, per the reported information, the device was used after the expiration date of the product. Therefore, the investigation is confirmed for the reported use of the expired product as the user reported the date of use was after the date of expiration. Per the product instructions for use, devices are to be used by the "use by" date. The user used an expired product. Therefore, the definitive root cause was determined to be use-related. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 08/2023), g3, h6 (method). H11: h6 (result, conclusion). H11: section a: through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.